Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with missing retainer ring. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: detached retainer, broken reservoir tube lip, missing retainer o ring, cracked case (battery tube) and label damage. Missing retainer ring, unable to lock a reservoir in place confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a damage at the reservoir tube. The event involved product(s) mmt-1805. Troubleshooting was not performed and customer confirmed physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1805 was requested and customer responded the device was returned.